Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the hard drive and reloaded software, and reseated circuit boards and connectors. The system operates as intended.